Event description:
Reporter indicated that vns pt had passed away. Treating neurologist indicated that the cause of death was respiratory failure. The pt reportedly passed away while hospitalized. No autopsy was performed. It was reported that the pt experienced a >25% reduction in seizures with the vns therapy and that the pt was receiving therapy at the time of death. There is no evidence at this time that the vns therapy system caused or contributed to the reported event. Treating neurologist indicated that the vns therapy system was not related to the cause of death.